Event description:
I had surgery to repair my urethra and the doctor put in the gynecare tvt tape mesh. Ever since I woke up from surgery, I have been pain and it has only gotten worse as each day passes. I have severe groin pain as well as pain in my right leg. It is the worst pain that I have ever felt in my entire life. Diagnosis or reason for use: leaking urine.